Event description:
Synergy china registry. It was reported that patient experienced stable angina pectoris that was treated medically. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the 2nd diagonal with 90% stenosis and was 25 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion 2 was located in the 1st diagonal with 80% stenosis and was 35 mm long, with a reference vessel diameter of 2.5 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin. The event was treated medically. The following day, the subject was discharged from hospital. At the time of reporting, the event was considered to be recovering/ resolving.

Manufacturer narrative:
E1: (B)(6).